Event description:
It was reported that this right ventricular lead was surgically abandoned due to the left venous system being occluded. The physician opted to go to the right venous system to implant new pacemaker system. A new brady lead with a different model was placed in the left bundle branch placement. No additional adverse patient effects were reported.